Event description:
Analogic fetal monitor: 1. Fetal monitor halving & doubling fetal heart rate. 2. Ability to put incorrect transducers into fetal monitor damaging connector & fetal monitor. 3. Frequently picks up maternal heart rate instead of fetal heart rate. Possible poor ultrasound design. This involves all facilities monitors.